Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
This lead had impedances of greater than 3000 omhs. Pacing vector changed and impedance was then stable. Noise was noted and lead remains implanted. Should additional information be received, this file will be updated.